Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having a lot of problems with insulin pump and had been to hospital due to virus. The customer reported that she entered a bolus and it showed 6.0 units of active insulin in and now showed 6.1 units. The customer stated that she was running dual wave bolus. The customer reported that she is critical diabetic and she ate a bowl of spaghetti and her blood glucose levels increased. Troubleshooting was not completed during the call. Product is not expected to return.